Manufacturer narrative:
Under european law, pt info is considered confidential and will not be released by the hospital. The discovery mr750w 3.0t mr system worked as intended when it attracted the ferrous object. The cause of the incident was user error as the (B)(6) did not follow the magnetic force warnings posted and decided on his own to bring the sack barrow trolley into the magnet room. No further actions are planned at this time.

Event description:
It was reported that a 3rd party person (an (B)(6)) broke his arm after a sack barrow trolley was attracted by the magnet of a discovery mr750w 3.0t mr system. A ge healthcare field service engineer (gehc fe) and a contractor were working on the system and as they were trying to move the coil cabinet to get more space the (B)(6) offered to help and entered the room. The gehc fe stopped him and verbally informed him about the magnetic risk/force. After the three men were unsuccessful moving the cabinet, the gehc fe and the contractor left the room, at that time the (B)(6) went to the control room, took the gehc field engineer's trolley and went back into the room to try to remove the cabinet. He was trapped by the trolley and broke his arm. This was his own initiative and was not requested by ge healthcare. All warning messages were present on the door of the room.